Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation to his back under the therapy electrodes. The patient ended use as it was reported the patient was allergic to the therapy electrodes. The patient's medical outcome is unknown.